Manufacturer narrative:
In the previous report, the product was code was incorrectly filled as bzd. In the current report, product related information in section d as well as the 510k number of the device has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having nose irritation, respiratory tract irritation and kidney disease/toxicity. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.